Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an extrusion of the implant. The device was explanted on (B)(6) 2019. Antibioics were administered. It is unknown if the patient was re-implanted with another device.